Event description:
The cap separated from the blue and white female connector of the transfer set after use, and a clamp had to be used to close catheter. This event specifically refers to an instance that occured in 2006. During a follow-up call with the home pt's daughter about 2 months later, the true incident was found to be a separation between the transfer set and the home pt's catheter, which is a reportable event. The transfer set separated, but did not fall to the floor. The home pt's daughter was unable to recall the type of adapter of transfer set used, or when the transfer set was placed. The home pt's daughter replaced the transfer set in the home herself. Although no pt injury or medical intervention was reported at the time of the incident in 2006, the home pt was admitted to doctor's hosp due to abdominal pains. The home pt was diagnosed with a gall bladder infection; however, during surgery, pus filled pockets within the pt's peritoneal cavity were discovered revealing that the home pt also had peritonitis from an unk source. Further tests performed, and antibiotic regiment were unk from the pt's record at the clinical. According to that time, the home pt then chose to have her catheter own removed due to her susceptibility to peritonitis, and was not ordered to by her physician to do so. At this time the home pt is treated by hemodialysis and has recovered from this episode of peritonitis.